Event description:
The customer stated that one female patient sample generated an initial positive architect b-hcg result of 49 miu/ml on (B) (6) 2009. The patient didn't believe the result and an ultrasound was performed based on the initial false positive result. The test was repeated on (B) (6) 2009 in a reference lab (method not specified) and was reported negative.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Evaluation - no investigational testing was undertaken for this complaint as the patient sample and reagent lot in question were not available for return and sufficient information was available to address the issue. An investigation was conducted in response to this complaint. Since the patient sample and the reagent lot in question were not available for return, the investigation examined all available internal and external data in addition to the performance of the architect total b-hcg reagent kit, ln 7k78-25, lot number 79906jn00. A review of the manufacturing data (in process and final release test data) did not identify any issue that could impact the performance of this product. A review of the complaint data for a three month period of time for the product in question did not indicate that other customers had experienced similar issues. A review of data generated during this investigation did not indicate any issue with the performance of the reagent lot. The customer was referred to the assay package insert which stated that discrepant results may be obtained if there is inadequate centrifugation or the presence of fibrin or particulate matter in the sample and the package insert also instructed the user to use caution when handling patient specimens to prevent cross contamination. In conclusion, a specific reason for this issue could not be determined and the investigation results indicated that the assay is performing acceptably and no product malfunction was identified.